Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts instructed the caller to remove the cartridge from the pump and inspect the o-ring at the bottom of the cartridge, enabling the caller to start the process without encountering the error after clicking to change the cartridge again.